Manufacturer narrative:
A field service engineer was dispatched on 3/21/2016. Replaced 2 way solenoid for probe 3. No further action required by field service. The most probable cause of the reported event was a electrical fault of failure of the waste system, the probe 3 waste solenoid. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported suction failure their aia-1800 analyzer. The customer is unable to run afp and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.